Manufacturer narrative:
Follow-up #1 date of submission 05/19/2015-device evaluation: the retained cartridge has been evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Event description:
The reporter contacted animas on (B)(6) /2015 alleging site/set/cart (cartridge leak) issue. The reporter stated that the body of the cartridge was leaking. The reporter stated that the patient had a blood glucose (bg) of 29.5 mmol/l with polyuria, polydipsia, vomiting and large ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient smelled insulin and found insulin leaking from the cartridge and happened with two cartridges. Cs reviewed IFU and the patient does not cycle cartridge prior to use. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in not using the cartridge per its instructions for use.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (this complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in not using the cartridge per its instructions for use). Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.